Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The motor error alarm occurred during the rewind which was due to motor encoder signal out of phase. The unit was unable to verify motor position encoder error alarm which was due to motor error alarm during rewind. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer reported that the insulin pump had recently been exposed to a high magnetic field. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.